Event description:
It was reported that the device experienced a system error 105. It was also reported that there was no pt incident.

Manufacturer narrative:
MFR ref (B)(4). The device was received and evaluated by baxter. Eval was unable to reproduce the reported symptom of "system error 105", with no evidence of "system error 105" found in the history log. However, the unit was received inoperable due to constant "door not fully latched" messages caused by a loose upper link screw. The screw was adjusted during eval with the door performing as expected. The screws will be replaced during the repair process. Reported symptom "system error 105" was likely inadvertently misreported.